Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that she feels that the ins is "not working at all." When the patient coughs she leaks quite a bit. The patient stated that she increased stimulation to 3.8 and will feel stimulation, but then the "tingling sensation" will go away and the patient feels a "constant pinch, like someone is pinching inside" her. According to the patient the "pinching" will hurt more sometimes than other times. The patient had not followed up with her healthcare provider (hcp) at the time of the call and was advised to do so. A follow-up letter from the patient received on (B)(6) 2017 indicated that the patient's hcp determined that the device was "damaged" and was replaced. No date of replacement was given and no explanation of how the device was damaged or the possible cause of the damage. Patient status is unknown at the time of this report.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va17qya, implanted: (B)(6) 2016 product type: lead.

Event description:
Additional information was received from a hcp. It was reported that rotation of the generator (ins) had twisted the lead, which caused the device issues, tingling, leakage, and pinch. They attempted to reprogram and used fluoroscopy to check the lead position. The ins and the lead were replaced. There was no cause for the device being damaged given.